Manufacturer narrative:
Tracking # (B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hiatal hernia repair with nissan fundoplication and partial gastrectomy procedure, after the second firing, the device was removed from the tissue, taken out of the trocar and when the scrub tech was going to reload it, the device would not open. The surgeon tried using the reverse switch and going through the firing sequence to return the knife, but could not pull the firing trigger, so another like device was pulled and used to complete the procedure with no harm to the patient. The second firing of the device was with a green reload without buttressing, fired across gastric tissue, and the device fired fine. There were no adverse consequences for the patient.